Event description:
The pump was returned to baxter's service center with no condition reported. The pump arrived with all wires and batteries disconnected. The pump was reassembled and found to turn on/off by itself. The pump was not pumping at the time. Attempts were made to gather add'l info from the customer but no add'l info is available at this time.